Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. The anvil was not received. Since the anvil was not received, a complete product analysis could not be performed. A replacement anvil and staple guide containing a full complement of staples, were used for functional testing. The instrument was applied over the appropriate test media and it produced acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage, and the staple line was properly formed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. The manufacturing process includes a 200% verification of staple presence for all devices. The first verification is a 100% manual inspection under magnification. The second verification utilizes a 100% automated inspection with an appropriate visual alarm. The subject device was subjected to these verifications. The manufacturing process also includes a test fire inspection based on a sampling plan. Additionally, the investigation detected a secondary condition of damaged knife that h as no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoid resection, during anastomosis, the knife blade cuts but no staples were fired. Another device was used to complete the case. A new anastomosis was done. The staple line was resected and re-stapled.